Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for analysis. Analysis found there was a recharger antenna failure: stuck in passive recharge mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was probably for the last 3 or 4 months the patient's recharger paddle had been getting hot. Then last night the patient went to charge their implanted neurostimulator and it was not connecting at all for they had a hard time connecting or seeing the battery. Patient went to open the back to see if they could take the battery out and put it back in and get it to connect and battery pack just fell completely apart. No symptoms were reported. A replacement recharger and battery pack was sent out.